Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet sleep/wake button was unresponsive while the screen illuminated when placed on the charger, and the patient¿s blood glucose rose to 199 mg/dl for about one hour; education was provided on shutdown steps, data transfer limitations, device return, replacement setup, and continued cgm use. Symptoms included hyperglycemia without associated clinical effects such as dizziness, loss of consciousness, or ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included remote troubleshooting and review of user-provided video demonstrating the button malfunction. Investigation of this device was confirmed and revealed a nonfunctioning mechanical control associated with the sleep/wake button, consistent with a hardware control failure localized to the device¿s user interface component. It was concluded, based on previously established findings for similar reports, that the cause was device component failure with operational malfunction.